Manufacturer narrative:
The lot number could not be specified by the initial reporter. The product said to be involved was returned in an open pouch having the following lot number: w3257133, manufacture date 03/04/2013, expiration date: 03/04/2016. Investigation eval: our laboratory eval of the product said to be involved confirmed the report. The drive wire has inserted inside the handle. The device was returned without the clip and the drive wire was pulled completely out of the device. The drive wire was visually examined and determined that the drive wire was verified to be within the appropriate manufacturing specifications. The hook of the drive wire is broken and a piece is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number w3257133 was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the instructions for use states: after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope. Based on the details provided from the user, it is possible the hook located at the distal end of the clip deployment device became lodged on the edge of the endoscope tip, creating resistance in removal. If sufficient pressure is not applied to the handle spool, the hook at the distal end of the drive wire can become caught on the end of the endoscope thus preventing removal. In this particular case the user could have then applied extra force at the handle in response to the resistance, leading to disconnection of drive wire from the handle. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record for lot number w3257133 confirmed that the lot met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for implant trends.

Event description:
During a endoscopy procedure, a cook instinct endoscopic hemoclip was used for a post polypectomy closure in the cecum. The clip was deployed onto the tissue site and released properly. However, it appears that the inner drive wire [of the clip deployment device] sticks out and is disconnected from the outer catheter [drive wire disconnected from the handle]. This made it very difficult to remove the inner and outer catheter from the endoscope. By use of the device in question, the procedure was finished, no other clips were needed. No section of the device other than the clip remained inside the pt's body. Our laboratory eval results confirmed a small section of the hook from the deployment device is missing from this device and was not included in the return. Info regarding the missing section was communicated back to the medical facility. The initial reporter stated that a section of the device did not remain inside the pt's body (other than the deployed clip), however the location of the missing section of the clip deployment device detected during our laboratory eval is unk. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.